Event description:
I have been using monthly contacts from cooper. I noticed that it can easily ripped while I was wearing it. It caused eye irritation, pain and need an immediate removal. Otherwise, no analgesics were needed. I have had this problem multiple times and have also reported to the company.